Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the monopolar curved scissors (mcs) instrument sparked. It was unknown if troubleshooting steps were taken. The intuitive surgical, inc. (Isi) clinical sales representative (csr) advised the customer to contact the isi technical service engineer (tse) but that had not been done. The customer was recommended on replacing the green energy cord and returning the instrument. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The isi fse was unable to replicate the reported issue. The isi fse was able to confirm the usage for two cases with no issues. The isi fse confirmed proper activation of cautery and experienced no issues. Multiple arms were tested with no issues on monopolar and bipolar. The system was tested and verified as ready for use. Although the complaint was not confirmed by field evaluation and failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.